Event description:
Procedure type: colectomy. According to the reporter: surgeon stated that she stapled distal sigmoid bowel and that staple line leaked stool into abdominal cavity. There may have been back pressure, but was surprised that staple line leaked. The patient was given a colostomy. Not sure if surgeon planned on anastomosing bowel. No reinforcement material was used.

Manufacturer narrative:
(B)(4).